Event description:
It was reported that this brady lead exhibited lead dislodgement and implanted for one day. The following day after, this brady lead was explanted and replaced with the same model. No additional adverse patient effects were reported.